Manufacturer narrative:
The battery out limit and weak battery were due to corroded battery tube. There were minor scratches to the lcd window, cracked case near the display window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with weak battery and battery out limit alarm. The customer's blood glucose level at the time of incident was 150mg/dl. The customer states the pump alarms during normal use. The device is being replaced and returned for analysis.